Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically repositioned one day post implant after displaying an increase in pacing thresholds. There were no additional adverse patient effects reported.